Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarms battery dead will not run on battery power. There were no reports of adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device was noted to have a swollen battery during battery change. No additional info was provided.